Event description:
Rptr has double silicone breast implants. A week or two after the implants were inserted, the right one became hard. The dr tried a manipulation which didn't work and put the implant out of shape. Now both her implants are very hard and hurt to touch. The left side of her neck is stiff and aches and she can't turn her head unless she holds on to the side of her neck with her hand. The stiffness extends from the left breast up to the neck. Her right middle and ring fingers are swollen and ache and she is unable to close them. She is most bothered by her inability to grip. Her right forefinger and left hand are also affected. She has pain in her knees and feet and has trouble walking at the end of the day. Her left side is worse. She will be having the implants taken out in 6/94.